Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received failed battery test alarm during high pressure test. The customer's blood glucose at the time of incident was unknown and current is 221 mg/dl and treated it with bolus and pen. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering the insulin. The customer declined troubleshooting on insulin pump. The insulin pump failed high pressure test. The insulin pump will be returned for analysis.